Event description:
It was reported that the patient presented for a leadless pacemaker (lp) upgrade procedure. During the procedure, it was noted that the atrial lp helix had stretched. The lp was removed and replaced. When the new lp was implanted, the patient felt sharp pain. The patient's blood pressure was stable. The physician decided to remove the lp and abandon the upgrade procedure. The patient was stable.